Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. Results: visual inspection revealed a hole in the evaqua limb about 10 mm from the elbow connector. A lot check revealed four similar complaints for lot 130807. Conclusion: based on our evaluation, the complaint expiratory limb appears to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via a distributor that an rt340 evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use